Event description:
Percutaneous coronary intervention (pci) was performed in the 99% stenosed lesion located in the mid left anterior descending (lad) artery. Pre-intravascular ultrasound (ivus) was performed and the target lesion had severe calcification. The lesion was predilated with a balloon catheter and the physician deployed a stent. The stent was post-dilated by the stent delivery balloon and then with another balloon catheter. The ivus catheter became stuck on the mid portion of the stent during post-ivus. The guidewire was removed from inside the patient, the ivus catheter was turned and was successfully retrieved. There was no stent malposition. The patient had no injuries or symptoms during the procedure and the procedure was completed. The patient was reported in stable condition. Five days post the initial procedure, the patient presented with chest pain and emesis. An electrocardiogram was performed and thrombosis was identified in the proximal portion of the previously deployed stent. A non-bsc balloon was used to treat the thrombosis. Patient was reported in stable condition. MFR report # 2134265-2008-03009 covers the stent event.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacturer and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed.